Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Replacement pump was sent to customer to resolve the issue. There was no adverse impact to the customer's blood glucose level.